Manufacturer narrative:
Zoll has not received the ivtm for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
As reported, during patient treatment, the user noticed leak on the icy catheter (lot no 85804) at the distal end of the balloon and observed empty saline bag. The catheter was placed on right femoral vein and the insertion was smooth. The insertion was done in one attempt by a physician well experienced with intravascular catheter placement. The total dwell time of the catheter was 6 hours, dwell time was 1 hour at the time of issue and 2 hours at the time of removal. The user observed air trap alarm on the thermogard xp ivtm system. No known impact or consequence to patient.